Event description:
It was reported that during setup, the sheath can perform the aspiration of blood. However, when performing aspiration from the side port, blood could not be withdrawn only air. Additional information received on (B)(6) 2011 stated that as a result, a new kit was opened and used successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay in treatment was for the time frame it took to open and insert the second product. There were no reported pt complications. The pt's outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.